Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedances greater than 125 ohms. No further information has been made available. No adverse patient effects reported.

Event description:
Additional information indicates that this product was brought into the clinic and it was determined that the proximal terminal pin was not fully inserted into the header. The shocking configuration was changed to distal coils to can and defibrillation threshold (dft) testing was successfully performed in that vector. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.